Event description:
It is reported that the pt developed pain and clicking in right knee. Pt was revised in 2009.

Manufacturer narrative:
Evaluation summary: the devices were in vivo for approximately 1 year and 10 months. The pt experienced pain and clicking and was revised. Upon examination of the returned devices, it appears that the posterior locking of the poly was compromised due to extensive wear damage. This could be due to inappropriate/inadequate locking during the poly swap performed in 2007. However, this cannot be confirmed from the info on the product experience report or on the provided x-rays. It is unk if the pt had a fall or any non-compliance during the recovery period. Also, the pt characteristics reveal that the build and weight could have contributed to excessive wear leading to deformation of the poly. Based on the available info, a definitive root cause cannot be ascertained at this time. Device history records indicate all components were manufactured, packaged and inspected to specification.